Event description:
Per the clinic, the patient underwent skin debridement (B)(6) 2013 due to an infection and was treated with levaquin (dosage not reported). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; there are no plans to reimplant with a new device as of the date of this report, 24 jan 2014. The patient was treated with oral levaquin (dosage not reported) on (B)(6) 2013. This report is filed on 24 jan 2014.

Manufacturer narrative:
(B)(4): implanted device remains.